Event description:
New instructions for a changed product are inadequate and could result in a disaster for some pts. Proventil hfa inhaler merck & co.: temperature limits in cleaning step 6 of the instructions suggests the medicine will be destroyed if carried at the high temperature possible in a normal pocket, over 25 c, 77 f. There is no instruction to avoid this or how higher temperatures would affect the effectiveness of the drug. Under "using your proventil hfa inhaler", figure d, the inhaler drawing does not show "mouthpiece fully into the mouth" as the drawing is from some other type of inhaler. It looks like the person is sticking their tongue into the inhaler. Totally wrong. They would die. There is no definition for "fev" in the "clinical trials: section making it impossible to judge the action of this drug.